Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks, due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. G2: report source.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9fr sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, when the plunger was removed, the suture of the 2nd prostyle was not present. The sutures of an additional prostyle device were successfully pre-placed. The sheath was upsized to an 18fr sheath and the pevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.